Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: technical event: 231022 (pexpvalve sensor defect). No patient involvement.